Manufacturer narrative:
(B)(4). Trade name: irgacare®; active ingredient(s): triclosan; dosage form: suture/solid/parenteral; strength: 275 g/m. Investigation summary: an opened box with eleven packets of product code vcpp41 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information received: needle did not stay on the suture while suturing in all 8 of the needles in the pack of suture all 8 that were in the pack. There are 8 suture strands per pack. All 8 had a problem. Events reported via: 2210968-2021-07700, 2210968-2021-07701, 2210968-2021-07699, 2210968-2021-07702, 2210968-2021-07697, 2210968-2021-07698, 2210968-2021-07696.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2021 and suture was used. During the procedure, the needle popped off eight strands while suturing the subcutaneous fat layer. Another box of the same product code was opened to complete the procedure. There were no patient consequences reported. Additional information was requested.